Manufacturer narrative:
Information regarding suspect medical device- common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. Information regarding- den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Evaluation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During preparation for a hemostasis procedure, the physician chose a cook hemospray endoscopic hemostat. While activating the carbon dioxide (co2) cartridge, the user heard co2 leaking out. The seal was not flush. The procedure was completed with another hemospray device. Additional information provided on 11-jan-2019 by the area representative states: "I checked the device and there was no co2 in the cartridge when I deactivated it. The user mentioned that while tightening/activating, she heard co2 leaking out. I reviewed the steps with the user and mentioned to tighten co2 fast and all the way so there is no leakage. They did successfully use another hemospray device on the patient right after this." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.